Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/04/2018, that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause was determined to be the transmitter and app were unable to establish a connection. No additional event information is available.